Manufacturer narrative:
This follow-up is being submitted to relay additional information. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is received which would change or alter any conclusions or information, a supplemental medwatch will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that a patient is experiencing pain approximately four years and seven months post implantation. Attempts to obtain additional information have been made; however, no more information is available.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2024-00511 3007963827-2024-00032 0002648920-2024-00037. D10-medical product tibia cemented 5 degree stemmed right size e item# 42532007102 lot# 64276091 femur cemented (ps) narrow right size 9 item# 42500006602 lot# 63677901 all poly patella cemented 29 mm diameter item# 42540000029 lot# 64297021 h3- customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted at this time. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.